Event description:
On (B)(6) 2012, the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began on an unspecified date/time. As part of the patient's diabetes regimen, the reporter claimed the patient is on pills with diet/exercise. At an unknown date/time, the reporter indicated the patient responded to taking more food/drink at the time the alleged issue began. The reporter claimed the patient was feeling shaky and "could not see well"; however, was unable to specify if the symptoms occurred before or after the alleged issue began. At an unknown time on (B)(6) 2012, the reporter claimed the patient self treated with food/drink. According to the reporter, no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient was a 1st time user of the subject meter, the test strips were in good condition, the test strips drew in the blood samples, and the testing procedure was correct. The cca walked the reporter through a blood retest; however, the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly could have developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were also replaced and requested back for investigation. However, the patient did not return the test strips as requested. If the test strips are returned, lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k053529.